Event description:
The patient saw their healthcare provider (hcp) on (B)(6) 2014 as they had soreness on top of the pump. Their hcp informed them that the pump was starting to erode through the skin. They were last seen on (B)(6) 2014, and their hcp had not heard further information since that time. The patient had lost weight (4 pants sizes), and the skin above the incision line was red and inflamed. The weight loss resulted in the pump being loose in the pocket. On (B)(6) 2014, the patient noted they were having a pocket revision on the date of the report because their pump had eroded through their skin; however, their hcp stated that the pump did not erode through the skin. The patient stated they were fifty pounds heavier with a lot more body fat than when they were originally implanted. As of (B)(6) 2014, the patient did not have any concerns with their device or therapy. The pump contained morphine. The patient¿s outcome was not provided. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10909r68, implanted: (B)(6) 2002, product type: catheter. (B)(4).